Manufacturer narrative:
Concomitant medical products: st jude device, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, impedance slowly increasing, and exhibited high impedance. The rv lead remains in use, and clinic will monitor patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.